Event description:
It was reported that event occurred while in a car. Pt had distal femoral resection for osteosarcoma and has spine metastases as well. Surgeon reported that nine months post-implant pt was driving in their car and pt felt their leg become unstable. Films revealed that the stem had fractured in 2004. Surgeon revised stem six days later.